Event description:
During a complex retinal surgery, the surgeon needed a laser probe, used 23 gauge straight probe from iridex. After only 60 spots out of 2373 total, the probe "was not working" and a new probe was obtained. With the new probe, the tissue effect was adequate at the same laser settings (300mw), so it was not an issue with the laser itself. Probe was returned to materials management to return to the company.